Event description:
On (B)(6) 2020 patient feeling tender and swelling present . On (B)(6) 2020 patient had redness, swelling and tenderness. On (B)(6) 2020 symptoms worsen. On (B)(6) 2020 diagnosed with infected wound and necrosis. Patient admitted to hospital for wound debridement.